Event description:
It was reported that during gynecologic hysteroscopic surgery, the connection part of the jaw broke while the product was being used as a hystero sheath working channel to collect a lesion. The hospital staff do not know where the missing part has fallen or if x-rays were taken. The procedure was successfully completed with a surgical delay of less than 15 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: it must be assumed that the user has caused a mechanical overload. The connecting rivet in a joint part has been sheared off, the welded side is still visible and is still in the joint part. On the opposite side, the sheared part with the rivet head is missing. The reason for this may be that excessive force was exerted on the joint. The event is filed under internal karl storz complaint ID: (B)(4).